Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter alleged that the following results were obtained on (B)(6) patient 5 minutes apart: 1.4 mmol/l (inform ii meter) and 2.3 mmol/l (lab). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.